Event description:
It was reported that this brady lead was dislodged and exhibited loss of capture (loc) and high pacing thresholds. Subsequently, this lead was explanted. No additional adverse patient effects were reported.